Manufacturer narrative:
Technician found the cause to be the hydraulic block leaking hydraulic fluid. The technician replaced the hydraulic block to resolve the issue.

Event description:
The account alleged the bed had no head up function electrically or manually. No pt impact.